Manufacturer narrative:
The device was returned for evaluation and the clinical observation was confirmed. As received, the axium prime coil returned with implant coil still attached to the pushwire. The axium prime pushwire was found to be bent at the proximal end of the pushwire. No damages or irregularities were found with the axium prime implant coil. The actuator interface was found securely attached to the coupler tube and the break indicator was found intact. There is no evidence of any detachment attempts using an instant detacher or by breaking the break indicator. The implant coil was advanced out of the introducer sheath with no resistance encountered. An in-house instant detacher was used to detach the axium prime implant coil. The implant coil was detached on the first attempt with no issues encountered. No other anomalies were observed. Based on the device analysis and reported information, the customer report of non-detachment was confirmed as the device was returned with the implant coil still attached, but the cause could not be determined. In addition, the event could not be replicated as detachment testing using an in-house instant detacher successfully detached the axium prime implant coil. The pusher was found bent. It is possible the bend occurred when advancing the device against resistance or during return shipment to medtronic for analysis as the device came back without its protective dispenser coil. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020 mpxr_729110 (for, hcp, rep): medtronic received information regarding an axium coil with an unspecified issue. No further information was provided. No patient harm or injury was reported. On 2020-06-23 (rep): no additional information received. On 2020-07-01 additional information: the coil experienced detachment error.

Event description:
Additional information received that the coil failed to detach with the instant detacher and manual detachment had been attempted. Continuous flush had been used, and a new medtronic device was used to treat the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.